Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 577 mg/dl; cause was unknown. Customer declined to troubleshoot the issue with tandem technical support. Reportedly, the customers healthcare professional (hcp) advised to go to emergency room (ER). Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.